Event description:
Caller states, the expiration date printed on the comfort curve strip vial is 7/31/2006. Manufacturer's batch record indicates the correct dates is 7/31/2004. No adverse event reported. Requested return of suspect device and replacement was sent.